Manufacturer narrative:
Follow-up #1 date of submission 11/02/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: there was no activity outside normal use observed in the pump history. During testing, the pump did not recognize the cartridge and dispensed fluid during the load step. There was evidence of contamination found on the force sensor ball bearing.

Event description:
It was reported that the pump dispensed insulin during the load cartridge step.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).